Event description:
In 2007, the patient reported that her infusion device alarmed e6 (mechanical error) during a bolus attempt. The patient disconnected from her infusion site and was assisted with performing a cartridge change. She stated that there was insulin pooled in the cartridge compartment of the infusion device. She stated that while wiping the insulin from the infusion device there appeared to be rust near the bottom of the cartridge compartment. She stated that she does not recall spilling insulin in the infusion device prior to this incident. No physiological effects were reported. The patient switched to her backup infusion device. The infusion device was replaced and requested to be returned for evaluation.